Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation revision with unknown mentor saline breast implants which bilaterally deflated, and there was issue with capsular contracture on the left side, unknown baker grade after implantation. As a result, patient is scheduled for bilateral removal and replacement with another mentor devices on (B)(6) 2018. This report is for the left side.

Manufacturer narrative:
Device evaluation summary: upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device or on the shell surface. Mentor product analysis lab discovered several rents measuring approximately 0.6 cm; 3.5 cm; 0.7 cm; 0.4 cm within a crease all of them located on both views of the device. No other anomalies were discovered. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Mentor product analysis lab concluded the reported complaint of capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2018, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Patient initial updated to (B)(6) and patient underwent bilateral removal and emplacement with unknown mentor devices as scheduled. Per initial report. This report is for the left device. (B)(4).